Manufacturer narrative:
The device has returned to olympus but has not yet been evaluated. The cause of the reported complaint cannot be confirmed at this time. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the end of a total laparoscopic procedure, after the last intended activation of the device, about 95% of the probe tip broke off and fell into the patient. The fragment was retrieved with forceps. There was no reported patient injury. The device had been inspected prior to use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The returned device was evaluated by olympus. The evaluation confirmed the complaint for broken off probe. A 17 mm length of the probe tip was found broken off. The teflon pad was also worn but not exposing metal underneath.